Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated they went to the emergency room because the cgm was displaying low and their bg was 576 mg/dl. The patient did not provide any treatment details. At the time of the report, the patient was still in the emergency room for observation and stated their bg was still high with a bg reading of 450 mg/dl as of 5:00am on (B)(6) 2023. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.